Event description:
Device appears to be intermittently undersensing on atrial lead. Chronically elevated rv lead impedance > 9999 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).